Event description:
It was reported that the implantable cardiac monitor exhibited backup operation during a routine follow-up. A software download successfully restored the device. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.